Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent edge was found to be lifted. The procedure was completed with another 2.50 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Central and distal portions of the stent were damaged and stretched distally such that the distal end of the stent was distal of the distal marker band. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and was within the maximum crimped stent profile measurement. The distal balloon cone was covered by the stretched stent. No issues were noted with the balloon. The proximal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent edge was found to be lifted. The procedure was completed with another 2.50 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.